Event description:
It was reported that during a low anterior resection procedure, the device partially cut the rectum and did not form b-shaped staples. The procedure was completed with a different product and delayed the case considerably. There was no patient consequence reported.